Manufacturer narrative:
Concomitant medical products: model: dtma1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell off of a ladder and suffered a broken leg and a lumbar spine fracture from the fall. The patient was treated for injuries sustained in the fall, and presented to the emergency department approximately two weeks later due to an audible alert from their cardiac resynchronization therapy defibrillator (crt-d). An interrogation displayed high and variable impedance levels on both the right ventricular (rv) defibrillation coil and the superior vena cava (svc) defibrillation coil of the right ventricular (rv) lead. A lead fracture is suspected. The lead currently remains in use and a lead replacement will be scheduled for a future date. No patient complications have been reported as a result of this event.